Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that island dressing makes him itch when he wears it and irritates his skin. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".